Event description:
Customer reports that: "pt's valve was being explanted and, then re-implanted during the course of a revision because of potential malfunction, when the surgeon pushed the valve; they noticed the underside of the reservoir was not in place. The underside of the reservoir was missing". On 04/20/2010, the sales rep informed that this valve will not be returned for evaluation. It was discarded by the hospital.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.